Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator touchscreen was only partially responsive to touch. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely with biomed and reported the touchscreen does not respond in bottom left corner. Touchscreen calibration passed; the screen is clean with no sign of impact damage. The rse advised a touchscreen replacement and provided the biomed with the correct part ordering details. The investigation is ongoing.